Event description:
It was reported that the pt underwent an acdf using anterior fixation. It was revealed from x-rays that two screws backed out post op. The revision surgery was performed approx five mos post op to remove the screws.

Manufacturer narrative:
Device was not returned tothe MFR for eval. Unable to determine the cause of the event.